Event description:
Originally reported through idtf, pt self tester reports: protimes system inr 2.7. Unspecified reference sys inr 4.7. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4). No product returned from user facility. Results: customer complaint could not be confirmed.